Manufacturer narrative:
Corrected data: report number - user facility medwatch number included. (Medwatch was received 20 may 2020). The wire was received at csi again. The guide wire spring tip was fractured at the distal end of the spring tip. The proximal spring tip coils and adhesive bond were intact and undamaged. The distal fractured section was not returned. There was no other damage observed with the guide wire. The fractured sections were sent for scanning electron microscopy (sem) analysis. Sem analysis showed the guide wire spring tip fractured due to excessive torsional forces. However, the root cause of the fracture is unknown. At the conclusion of the failure analysis investigation the reported wire fracture was confirmed, but the root cause of the fracture could not be conclusively determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Manufacturer narrative:
The device was returned to csi. However, the hospital requested it back since they did not complete their risk procedures before sending it to csi. Csi has shipped the device back to the hospital. The device may not be returned to csi based on hospital procedures. If the device is returned, analysis will be performed, and a supplemental report will be sent. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
A viperwire guide wire was selected for use in the distal circumflex and obtuse marginal arteries via femoral access. The arteries were 95% stenotic and the lesions were calcified. During use, when the atherectomy device was being loaded onto the wire, imaging indicated the tip of the wire had fractured. The guide wire was removed from the patient, and the fragment was abandoned. Medical opinion was that the fragment would not cause harm to the patient, and that abandonment was the safest option. The procedure was completed successfully with angioplasty and stent. The patient was well following the procedure.